Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within the specified range. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. A stained address and serial number label was noted. Light corrosion was found in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a failed screen on the insulin pump during a battery change. The customer stated that the insulin pump was not showing any numbers. The customer's blood glucose was 6.2 mmol/l. The customer was able to perform a self-test, and the insulin pump was showing all pixels. The customer stated that there were no alarms in the alarm history of the insulin pump. The customer further stated that the insulin pump was discolored around the battery compartment as if there was a battery leak. Nothing further reported.